Manufacturer narrative:
(B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. There was no patient involvement. The navigation system software would not launch. No further information was provided. No complications were reported.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer was found to be malfunctioning. The representative repaired the computer and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.